Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call damage to the insulin pump reservoir compartment. The customer¿s blood glucose was 19.0 mmol/l at the time of incident. Customer stated that the insulin pump reservoir compartment tube lip was broken and unable to hold the reservoir. No significant events leading to the damage was observed. Customer stated that there is no damage to the insulin pump drive support cap. The customer was advised that the insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.